Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure as to treat a lesion located in a heavily calcified, chronic totally occluded, right venous bypass. During an attempt to recanalize the occluded vessel, the guide wire was advanced 1 centimeter into the bypass; however, it became stuck in the calcification and during retraction of the guide wire, the tip of the wire separated. The separated tip was able to be retrieved using a snare device. The procedure was stopped at this time and the patient remains stable. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned. The reported separation was confirmed although failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed and visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the ht-progress guidewires instruction for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance and/or torque a guide wire if the tip becomes entrapped within the vasculature. Although the physician was required to use force in the attempts to remove the device, this was due to the guidewire being trapped within the patient anatomy; therefore, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties.